Event description:
It was reported that during an implant procedure the slitter could not be fixated to the lead properly. While slitting the catheter the slitter caught on the sleeve causing the his lead to dislodge and kink. The his lead was removed and replaced with a different lead that was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.